Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.00/6.00/101 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to refractive surprise. It was reported that the patient complained of discomfort right after surgery. The reporter stated " the patient condition is good and have same condition before the surgery, bcva 20/25."

Manufacturer narrative:
Corrected data: h6- patent code 2330 should be added to the initial MDR. H6- conclusion code 4310 should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).